Event description:
It was reported that: patient is experiencing chronic pain. Patient states that she had blood work, x-rays, and an MRI. Patient is reporting that the doctor is monitoring her chromium and cobalt levels. She also states that the doctor want her to schedule to see him.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.